Manufacturer narrative:
The device will not be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during a diagnostic endobronchial ultrasound procedure, a rubber locking component (vaclok) of the customer¿s single use aspiration needle dislodged within the syringe, resulting in the syringe being unable to provide suction. Additionally, it was reported that the needle was not locked when it came out of the plastic container, and it deployed when they were putting it into their endobronchial ultrasound scope. The procedure was completed successfully with no procedural impact as a result of the issue. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and to provide the results of the completed complaint investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. An inspection of returned photographs confirmed the customer's report, but based on the results of the investigation, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): before pushing in the needle slider, make sure that the needle adjuster is firmly fixed. If the needle adjuster is not firmly fixed, the needle may pop out from the tip of the sheath beyond the intended length, leading to perforation, major bleeding, and mucosal damage. When fixing the needle adjuster lever, if there is resistance during the operation of fixing the needle adjuster lever, release the needle adjuster lever once and fix it again. Forcibly fixing the needle while there is resistance may damage the needle adjuster lever, prevent the needle adjuster from being fixed, and cause the needle to protrude beyond the intended length, leading to perforation, major bleeding, mucosal damage, etc. Olympus will continue to monitor the field performance of this device.

Event description:
The customer later confirmed following the receipt of additional information that the delay was only a few minutes; the time that it took to replace the device.